Event description:
Procedure: colectomy. Reportedly, the instrument beeped correctly telling surgeon cycle was complete, but when jaws were opened tissue was not sealed fully hence there was a lot of bleeding, no patient harm was reported. There was no report of patient injury. Additional information regarding the amount of blood loss has not been provided upon request.